Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. Approximately fifteen (15) years post index procedure the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, approximately six (6) struts had significantly perforated the inferior vena cava (ivc) and into adjacent organs including the colon. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal briefing mentioned a perforation of the ivc wall and colon. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. Approximately 15 years post index procedure the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, approximately 6 struts had significantly perforated the inferior vena cava (ivc) and into adjacent organs including the colon. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Additional information was received from a patient profile form that the filter has tilted. The patient reports suffering from anxiety, depression, nausea, shortness of breath, lightheadedness, blood pressure issues, fever and constant right sided pain that goes into her back. She also has trouble sleeping. There have been no filter retrieval attempts noted. Additional information received from medical records show that the reason for filter placement was progression of thrombophlebitis of the left lower extremity despite anticoagulation. The patient also had a prior history of upper extremity deep vein thrombosis. An inferior vena cava gram prior to filter placement indicated the inferior vena cava (ivc) measured 20mm. A trapease filter was deployed with its cephalic end at the upper end plate of l2 and its caudal end at the inferior end plate the l3. There were no procedural complications noted. A hand injection of contrast following the deployment demonstrated good centering within the ivc. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter tilted and perforated the inferior vena cava (ivc) wall. The patient is also reported to have experienced anxiety, depression, nausea, shortness of breath, lightheadedness, blood pressure issues, fever and constant right sided pain that goes into the back, in addition to trouble sleeping. The medical records indicate that the filter was placed for progression of thrombophlebitis of the left lower extremity despite anticoagulation. The patient also had a prior history of upper extremity deep vein thrombosis. An inferior vena cava gram prior to filter placement indicated the inferior vena cava (ivc) measured 20mm. A trapease filter was deployed with its cephalic end at the upper end plate of l2 and its caudal end at the inferior end plate the l3. There were no procedural complications noted. A hand injection of contrast following the deployment demonstrated good centering within the ivc. Approximately 15 years post index procedure the patient underwent an updated computed tomography (CT) scan which revealed that approximately 6 struts of the filter had significantly perforated the inferior vena cava (ivc) and into adjacent organs including the colon. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety, depression, nausea, shortness of breath, lightheadedness, blood pressure issues, fever, pain and difficulty sleeping do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.